Event description:
A healthcare professional reported that during a thrombectomy procedure, the physician attempted to use a cereglide 92 intermediate catheter (product code: sbc92114ug, lot number: 31679920) it in a stroke procedure, however the device kinked inside the patient¿s body and the user was not able to advance anything. He ended up pulling it out and changing systems. There were no procedural delays due to the event. The procedure was successfully completed. Additional event information received on 08-may-2026 indicated that the target vessel was the left internal carotid artery (ica) and left m1 segment. There was no significant tortuosity or calcification. There was no allegation of patient injury due to an alleged product issue. The physician notes that this was a ica and m1 occlusion, the arch was a type two and a half, there was calcified atherosclerosis up in the intracranial ica but no significant disease at the bifurcation or in the cervical segment. The user advanced the catheter over six french sim 2 over a stiff glide wire so that the user could provide a good strong support base. However, when the user tried to advance inner catheter that comes with the cereglide, it kept getting stuck somewhere and looked down to see that this hair glide had kinked at the takeoff of the left common. The user was able to pull the catheter back to straighten the kink out but eventually had to change systems because it kept doing the same thing every time another pass was attempted. The innerglide was not advanced over a wire. A 9f merit short sheath, from the "dash" that comes in the stryker broadway aspiration kit was used.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.